Event description:
It was reported that a customer experienced a high drain 105 alarm on the homechoice during the dwell cycle of peritoneal dialysis therapy. A high drain alarm occurs when a patient has drained a volume equal to 200% or greater than the patient¿s prescribed fill volume. The home patient was connected at the time of the event. During troubleshooting, it was found the device displayed the alarm at the end of therapy and the patient felt bloated in dwell five of five. The patient would wait for the drain cycle and contact their registered nurse. There was no patient injury or medical intervention indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the device was not returned, a complete device analysis could not be completed. A device history record review and a service history review revealed no issues that could have caused or contributed to the reported issue. The cause of the reported problem could not be determined. If additional relevant information becomes available, a supplemental report will be submitted.